Manufacturer narrative:
Qc had been running on the low end of the established range. A field service engineer (fse) was dispatched: the fse replaced the modular chemistries (mc) sample probe and performed a cup height adjustment. The fse calibrated electrode and cup and ran qc. The fse performed precision test with good results. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that six erroneously low glucose (glucm) patient results were generated when running in duplicate mode on unicel dxc 600 synchron clinical systems. All results were confirmed on a different instrument in the customer's lab prior to reporting the higher results. The low results were not reported out of the lab. Patient treatment was not affected.